Event description:
This lead was removed and replaced because it has been repositioned twice and needed to be repositioned again. There are no adverse events reported for this pt. The hospital retained this device. Should additional information become available this file will be updated.